Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a procedure, the device was not reprogrammed to deactivate high voltage therapies. Due to the use of electrocautery, the device oversensed noise and delivered inappropriate high voltage therapy. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: the reported event of possible high voltage (hv) circuit damage alert was confirmed in the lab; however the hv output anomaly could not be reproduced. Interrogation of the device revealed the device was above the elective replacement indicator when received. The pacing, sensing, impedance, hv output, and patient notifier was tested and no anomaly was detected. The cause of the field event remains unknown.